Event description:
It was reported by the rep that during a sub total hysterectomy procedure upon firing the staples failed to form on one side of the cut line. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information was not provided by contact. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples.the device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.